Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device was returned and evaluated by a third party service technician. The service technician states that the customer complaint was confirmed and occurred due to salt/saline contamination in the blower. The trilogy evo blower assembly was replaced to resolve the issue. Additionally, the particulate filter and inlet filter were replaced for maintenance. The blower bellow seals, blower mount, proportional valve, 3-way solenoid valve, blower cap, rear cover, low flow o2 connector, cooling fan assembly, machine flow sensor, blower chassis plate, muffler assembly, air inlet foam filter, system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, low flow o2 tubing were replaced due to saline contamination, and the main housing was replaced due to smoke contamination. The device failed the fio2 sensor receptable verification non reportable service test. The section h coding has been updated to reflect the evaluation results.